Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump was beeping as though there was an alarm, and upon looking through it, customer could not see any alarm. The customer stated she only found a check settings alarm. The beep anomaly was occurring about every ten minutes. Customer stated that the battery was not removed from an old pump that said low reservoir. She stated she would change the alert type to vibrate and see if she still would hear the beeps. Nothing further reported.